Event description:
It was reported that an empty reservoir audible alarm was occurring which the reporter and health care provider (hcp) were aware of. The plan was to let the pump expire and explant it. The reporter didn¿t know why they were going to do that or any specifics about the case. It was noted the audible alarm was driving the patient crazy and the hcp had contacted the reporter to determine how to stop it. The type of medication being delivered via the device system was not provided. It was later confirmed the hcp was electing to let the pump expire and schedule explant. The reason remained unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).